Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was seen in clinic on (B)(6) 2017 and was noted to have pink granulation tissue and some surrounding erythema and clear drainage on the dressing. On (B)(6) 2017, the patient was seen in clinic again and drainage was observed from the driveline exit site. The patient had been doing daily dressing changes. Hypertrophic granulation tissue was observed at this time and there was a small amount of serosanguinous drainage. On (B)(6) 2018, the patient was taken to the or for a driveline debridement based on its physical appearance. Purulent drainage around the driveline tract distally was observed. Skin and subcutaneous tissue were debrided. A one inch round opening was left at the exit site and a wet to dry packing was placed. The wound was irrigated with bacitracin and the patient was taken to the cardiovascular intensive care unit in stable condition. The wound culture came back positive for moderate growth of actinomyces odontolyticus (anaerobic), a few gram positive cocci, and rare gram positive rods. The patient was started on vancomycin and zosyn after surgery and switched to penicillin g on (B)(6) 2018. It was recommended by infectious diseases to keep the patient on intravenous penicillin g for 6 weeks. The patient had elevated blood sugars throughout the admission and the customer attributed the uncontrolled diabetes to the infection. No additional information was provided.

Manufacturer narrative:
Weight corrected. A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The patient remains ongoing on lvas support and no further issues have been reported. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.